Event description:
A datascope cs100 intra-aortic balloon pump (iabp) system was in use. The iabp began to alarm "check leak." Blood was found in the tubing and the physician was notified. The iabp was switched to 1:3 per physician's order. The physician was notified that the iabp was continuing to alarm "check leak." The physician arrived at patient's bedside and the iabp was discontinued.